Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an occlusion alarm was confirmed and repaired by baxter service personnel onsite at the customer facility. The cause of the reported condition was determined to be out-of-calibration downstream occlusion sensors. The downstream occlusion sensors were recalibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump that "marked occlusion alarm". It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.